Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During a vp shunt, the clinician used a codman split trocar 82-4095, lot 734346 to access the peritoneum . The clinician tunnelled the distal catheter and placed it into the peritoneum through the split trocar. After tunneling the distal catheter (from 82-3072 catheter set lot cvhbvw), he placed a manometer to check flow. The catheter did not flow. He removed part of the catheter from the peritoneum incision (next to the split trocar) and found the catheter had a slice/cut in it. The clinician removed the catheter and tunnelled a new distal catheter (82-3074, lot cvhbpy). This catheter cut into two pieces. Part of the catheter went into the patients peritoneum . The clinician used a third 82-3074 and a straight connector to create a proper length distal catheter. The sliced distal catheter and split trocar will be sent in for evaluation and a full findings report is requested. Per rep: the clinician called me this evening to inform me that he had a follow up appointment with this patient. Per the clinician, the patient is doing fine otherwise but is concerned about the catheter that was left behind. The patient is pursuing a general surgical consult to have the catheter removed from his peritoneum. The clinician will let us know when and if that surgery schedules so we will be able to obtain and return the product. The patient has also requested to receive a copy of the finding report as mentioned below.

Manufacturer narrative:
Additional information: a segment of catheter and a split trocar were returned for evaluation. It was confirmed that the catheter was cut. A new split trocar and distal catheter were pulled from inventory to attempt to recreated the reported issue. The split trocar was visually inspected and several design features were noted that could have contributed to the failure. Both edges adjacent to the split in the trocar are sharp and could cut the catheter if it were to both come out of the split trocar and have sufficient tension applied to the catheter. If the catheter were to both become entangled in the design feature that locks the cannula in place and have sufficient tension applied to the catheter, it could cause the catheter to tear. Both of the potential failure modes described above were able to cause the catheter to be cut or torn. A significant amount of force was required to cause the failure once the catheter was intentionally placed over or in both of these design features. However, it is expected that if the surgeon were to note excessive resistance during the tunneling process that he/she would stop and retract the catheter and try to reinsert the catheter through the split trocar again. A review of manufacturing records found no discrepancies when the lots were released to stock. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to mdrs 1226348-2016-10592 and 1226348-2016-10593 for information regarding the two other devices reported in this event.